Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump shuts down when it gets cold, 10 degrees lower than normal. The device will also alarm weak battery and failed battery when a new battery is inserted. Customer does not recall blood glucose level. Customer does not use recommended battery type. The device does not show any signs of physical damage. The device has been dropped or bumped recently but it was dropped when he got it. The device was not exposed to moisture. Battery cap was not missing or damaged. Battery compartment and spring was neither damaged nor corroded. New battery was inserted display did not return. Customer was advised to clean battery compartment, inserted a new battery and display did return. Customer was unable to perform self test, act button was unresponsive. Customer does not recall any significant events which may have caused the keypad issues. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with scratched display window and cracked reservoir tube lip, case window corners, battery tube threads and stained end cap sticker.